Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. The receiver charge and will boot was performed and the receiver passed. Global receiver functional test was performed and the receiver passed. The receiver download was retrieved and the logs showed a receiver shutdown due to low battery when fully charged. A test on receiver functionality was performed and the receiver showed a full batter, but randomly shutdown when not connected to the charger. An internal inspection was performed and a physically damaged component was found on the battery. The customer complaint of a receiver ceased to function was confirmed. The root cause was determined to be a defective battery.